Event description:
A pt was experiencing pain in regards to her stimulation setting. Pain was felt with stimulation set 0.0 volts. A bladder infection was noted, and the pt was starting antibiotics. The pt's outcome/status was not reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)